Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 1.8 mmol/l at the time of the event. Troubleshooting was performed. The displacement and prime tests passed. It is believed that the low blood glucose occurred because the customer's settings were not adjusted after he lost a massive amount of weight following heart surgery. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.